Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead was occasionally not sensing a p wave but the previous far field r wave was being sensed. The sensitivity on the lead was changed and the lead remains in use. No patient complications have been reported as a result of this event.